Event description:
Customer reported via, phone the insulin pump had alarmed button error. Customer went swimming and left the device on the table in the shade. Went back to program a bolus and during programing the device alarmed button error. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump received with intermittent button response due to corroded keypad traces. No moisture damage was noted on the electronics, motor, vibrator motor, or battery tube assembly. The device had cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, and stained end cap sticker.